Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings:the complaint of a keypad button response issue could not be confirmed or duplicated on investigation. The keypad cover was intact with no evidence of physical damage and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The pump cover was removed and no defects were found to internal keypad components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.